Event description:
We are reporting on a product look-a-like issue. Carefusion makes two skin prep trays that are hard to distinguish between the two. One is the wet pvp-1 preoperative skin prep tray catalogue# 4468 and the other is the wet pvp-1 vaginal preoperative skin prep tray catalogue #4469-a. The color and size is the same for both packages. We have experienced several events where the scrub nurse has grabbed and opened the wrong package because they look the same. To date, we have not had any patient related injury or trouble, however, these skin prep trays are quite expensive and waste has occurred because once a package is opened, it cannot be used again and is discarded. Pictures are available.